Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the hospital following receipt of three shocks. Interrogation of the device revealed a short circuit condition detected during shock delivery and a charge time out fault message. Additionally, the device was in safety core and a limited device functionality message was observed. The therapy episodes were unable to be viewed. Boston scientific technical services (ts) discussed a potential lead issue and discussed device and lead replacement. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced, the lead was surgically abandoned and a new implantable defibrillation lead was implanted. The lead is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.